Event description:
Customer complaint form indicates that the cannula was inserted to the prong based part far too deep, so that the cannula tip blocked the oxygen flow through the prongs. Later, the cannula was found detached from the prong base.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There was no report of a pt being harmed as result of this malfunction. An investigation was conducted based on the info provided by customer. The results indicated that this case is an isolated quality issue attributed to a mistake of production operators. A review of batch records for product h1820 manufactured during the last 12 months revealed that product has been manufactured according to specification and no similar quality issues were observed during in process and final inspection. One (1) yr historical review of complaints revealed this to be the first complaint of this nature for this product and equivalent nasal cannula products. A general retraining to production operators has been conducted, reemphasizing the importance to check and to f/u on their works instructions, in order to prevent reoccurrence of reported complaint. A detailed investigation report is documented into convatec's global quality/CAPA systems. This complaint type/issue will continue to be tracked and evaluated according to convatec inc. Procedures. A returned product was not available for review, and a returned sample was not expected for this case. No add'l info is expected. Reported to the FDA on (B)(4) 2013.